Manufacturer narrative:
Device evaluation: the device balloon was aspirated then inflated with 2cc of air. There is a leak detected somewhere in the balloon. Then 2cc of water was introduced into the balloon and visually there is a pinhole leak in the balloon located where the inside curve is in the shaped tip. Water was introduced through the pressure and infusion lumens and the water flows from where it should. The device was visually inspected and there are no other defects detected. Root cause of the pin hole leak could not be determined. Current investigation does not indicate a manufacturing defect or a trend therefore no CAPA will be initiated at this time. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Device evaluation is currently in process and will be updated with a supplemental report. A device history record review was completed for lot 818581 and this device met all specifications upon distribution.

Event description:
It was reported that the balloon was defective 'leakage of fluid' noticed during prepping, so not placed in patient.